Event description:
It was reported the pt was experiencing pain at the ipg site. It was also reported the pt had lost stimulation. The ipg could no longer communicate with the charger. Three different chargers were tried to no avail. During surgical intervention, the ipg remained unsuccessful communicating with the charger. The pt's ipg was explanted and replaced. The replacement ipg was relocated and stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.